Event description:
It was reported the physician was unable to replace a lead on 1 july 2021 due to scar tissue. The patient is not receiving effective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted. Postoperatively, the patient has effective therapy with other lead.

Manufacturer narrative:
Reporter phone number: (B)(6). Event date is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-15165. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may take place at a later date.